Event description:
It was reported by service report that the pt left side rail will not lock in place. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail inadequate lubrication.